Manufacturer narrative:
Additional information: b5, b7, h6 and h10. B5: upon follow up, the nurse reported the event "had nothing to do with the machine", the patient was diagnosed and hospitalized with another indication. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced nausea, difficulty breathing and abdominal pain during dwell 2 of 5. The patient was connected to the homechoice pro device at the time of the events. The patient reported there were no alarms and no bypasses were completed. The patient reported the pd catheter was changed within the past month. The program fill was 1900 ml. A manual drain was performed with a drain volume of 2277ml. The patient reported draining did not relieve the symptoms. Renal therapy services (rts) advised the patient to contact the pd nurse. The patient reported they would contact the nurse and resume ¿based on their opinion¿. There was no report of medical intervention associated with the events. No additional information is available.